Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 22 mmol/l at the time of the incident. The customer treated with injection and needle for high blood glucose. The customer stated that the were not able to rewind the pump. It was reported that they had tried 5-6 times to rewind the pump and got the pump error. The customer declined troubleshooting for high blood glucose. The customer was advised that the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarm noted during testing. Corrosion found on motor home switch.